Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0325359. Medical device expiration date: 2023-11-30. Device manufacture date: 2020-11-20. Medical device lot #: 0323165. Medical device expiration date: 2023-11-30. Device manufacture date: 2020-11-18. Investigation summary: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. Probable root cause. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Investigation conclusion: it was reported the tube is narrowing and the plunger is stuck. To aid in the investigation, one hundred eighty-one samples were received for evaluation by our quality team. One hundred eighty of the samples came in six shelf boxes, thirty units in each and sample came in a plastic bag with no packaging flow wrap. A visual inspection was performed and no defects or imperfections were observed. The sample in the plastic bag and thirty-two random samples from the other one hundred eighty units were tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. It could be possible the customer had product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306546, lot number 0325359. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel.

Event description:
It was reported that five 10 ml bd posiflush¿ normal saline syringes experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 306546. Batch no: 0325359, 0323165. I have 5 cases, 2 of one lot # 3 of another. I do not have time to go through all of them. We have dci customer/clinics with issue, possible defect with 10cc prefilled syringes. Recently with our 10 cc prefilled .9 %sodium chloride injection, usp. We have two lot numbers with the same problem. At about 6cc of the syringe it stops. Like the tube is narrowing and the plunger is stuck. The nurses who were using it to flush our patients had to stop unhook it from their lines and get another one to continue the process .